Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -13.50/3.0/083 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a same length, non-toric lens due to observation of lens rotation not associated to a low vault. It was reported that this exchange resolved the problem.

Manufacturer narrative:
Additional data: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).